Event description:
It was reported that the patient experienced muscle stimulation and presented for a follow up examination. The right ventricular lead exhibited loss of sensing, loss of capture, and high pacing thresholds. The lead was explanted and replaced on (B)(6) 2015. The patient no longer experienced muscle stimulation post procedure.

Manufacturer narrative:
.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.